Event description:
During a revascularisation procedure one pacific xtreme balloon catheter was used to treat the left sfa. Approximately 15 months post revascularisation, restenosis of the left sfa occurred. The patient was treated with one pacific xtreme balloon catheter <(>&<)> non medtronic ballooning. The event was resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.